Event description:
The patient contacted animas alleging intermittent responses with the keypad on the pump. The patient denied any symptoms or seeking any medical attention due to the alleged issue. The patient denied any evidence of moisture on the pump. There was no damage to the keypad per the patient and the alleged issue was not resolved over the phone. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
Follow-up #2: date of submission 12/1/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, all the buttons were responsive. The keypad was removed and there was contamination found under all the contacts. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad. Additionally, the pump powered on to a dim and discolored display.

Manufacturer narrative:
Follow-up #1 - correction to suspect medical device serial #.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.